Event description:
The ridge of the white catheter telescoped into the blue dilator catheter. The white catheter and wire kinked and caused the dilation catheter to damage the posterior tracheal wall. Before the damage was noticed, the physician introduced the tracheostomy tube. He then went to confirm the location with a bronchoscope and recognized that the tip of the tracheostomy tube was in the posterior wall. The physician then removed the tube, aborted the procedure and reintubated the patient. This all occurred during the same procedure. No intervention has been planned to fix the damage to the posterior tracheal wall. The physician said that he hopes the damage will heal with time.

Manufacturer narrative:
(B)(4). Event is still under investigation.